Event description:
It was reported that a revision surgery has been performed.

Event description:
Revision surgery was performed due to femoral neck fracture. The patient involved in the revision had rapdily metastizising lung cancer. The patient died immediately after implantation of revision implants.